Manufacturer narrative:
G4: 04oct2019. B4: 08oct2019. The customer troubleshot with tech support over the phone and they were provided information on whether or not their device was performing within specification. No further forms of contact were received from the customer afterwards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator failed the pressure accuracy test. The device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator failed the pressure accuracy test. The device was not in clinical use at the time the issue was discovered.